Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).